Manufacturer narrative:
Concomitant medical products: dtbb1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, it was noted the left ventricular (lv) lead had been turned off. Upon further investigation the lead had been off "for a while" due to non capture. Fluoroscopy showed the lead had dislodged. The lead was removed and not replaced. No patient complications have been reported as a result of this event.